Event description:
It was reported that during an implant procedure for a subcutaneous implantable cardioverter defibrillator (s-ICD), a defibrillation threshold (dft) test was performed so a ventricular fibrillation (vf) rhythm was induced. During setup, only the primary sensing vector was deemed suitable. The s-ICD was set to primary sensing vector and muscle spasms were detected as noisy signals during the dft, so shock delivery was suppressed. An external defibrillation was performed which terminated the vf. The secondary vector was then tested, with no noisy signals detected. It was determined that the muscle spasms were caused by the vf induction and were unlikely to occur during spontaneous vf, so the primary sensor vector was used for this s-ICD, with good sensing noted on the subcutaneous electrocardiogram (s-ECG). This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e1605. A risk review was completed and confirmed that the event of noisy signals was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Boston scientific has assigned an investigation conclusion code of known inherent risk of device. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure for a subcutaneous implantable cardioverter defibrillator (s-ICD), a defibrillation threshold (dft) test was performed so a ventricular fibrillation (vf) rhythm was induced. During setup, only the primary sensing vector was deemed suitable. The s-ICD was set to primary sensing vector and muscle spasms were detected as noisy signals during the dft, so shock delivery was suppressed. An external defibrillation was performed which terminated the vf. The secondary vector was then tested, with no noisy signals detected. It was determined that the muscle spasms were caused by the vf induction and were unlikely to occur during spontaneous vf, so the primary sensor vector was used for this s-ICD, with good sensing noted on the subcutaneous electrocardiogram (s-ECG). This device remains in service. No adverse patient effects were reported.